Event description:
Customer reported that when she attempted to use her advantage system the meter displayed "eee" (error message). Customer then called the ambulance, received 5mg/dl on their meter, was given an injection, and taken to the emergency room. She states she was in the ICU for 48 hours. Requested return of suspect device and replacement was sent.